Manufacturer narrative:
Product ID: 377845, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient wanted to cancel their appointment. On (B)(6), patient called back re-reporting burning leg pain. Patient had extreme burning pain in his upper thigh and into the knee (but never made it to his knee). Patient felt the pain only when he was laying down and that he could be 'active and not feel a thing'. Patient has been in contact with a manufacturer representative and is going to have ins replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp replaced the leads and the battery on (B)(6) 2019. The reason for the issue as was not determined. The patient is doing very well and satisfied with his new system. No further information to provide.

Manufacturer narrative:
Concomitant medical products: product ID: 377845, serial#: (B)(4), implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that there was not a specific instance that patient could think of where his stimulation has changed but he is no longer getting adequate relief. Electrode impedances were checked. Attempted reprogramming but was not able to achieve relief. Patient was going to schedule an appointment to discuss a possible revision. On (B)(6), patient stated that he needs to turn off the device. Patient met the rep yesterday for an hour and she turned system on while talking but never turned it back off. Patient did not want the device back on and when he did use the device only had this on for 2 hours. Patient stated that rep said only one electrode is good and they will have to be putting a whole new system in. Patient stated that he feels on the right side although located on left side; the device was for right side when he had it done when he was having pain but no longer has pain on right side but left side has worse pain he has ever had in life which burns like crazy. Patient states this started back in (B)(6) 2019 or (B)(6) 2019. Patient cannot lay on back or stomach without having pain; he can on the left side. The pain is from knee to hip to upper part of thigh; burns and feels like pokers on there. Patient states yesterday rep determined one of the electrodes is not working. It takes 10 minutes to get out of bed because patient cannot find position that do not hurt. On (B)(6), rep stated that when she met with patient on (B)(6), she checked the impedances and did find two electrodes >10k. The cause is unknown. She did not do anything else. The patient's device was already on. Patient knew how to turn the stim on and off. Patient did mention pain to rep. Rep has not heard anything from the patient since. Rep is waiting to hear from the office for the next appointment, which will be a surgical consult. No further complications were reported/anticipated. Additional information indicated the ins would be replaced on (B)(6) 2019.